Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined event that the handle was stuck on the bottom roll. Comb, bottom roll, ratchet gear, and sliding pin were component replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: australia

Event description:
It was reported that before surgery, the handle was stuck on and creating a grating sound when being moved. During product evaluation, it was discovered that there was a damaged comb. No patient involvement or impact. Due diligence information is complete. There was no adverse event associated with this malfunction